Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative suspect registration difficulty caused the reported issue. Changing registration procedure resolved the issue and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), navigation system displayed a low performance error message multiple times. The reported issue occurred towards the end of procedure. Navigation system was rebooted between surgeries. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.